Event description:
Female pt underwent percutaneous neuro diagnostic procedure through a 6 french procedural sheath, placed in the common femoral artery. At the end of the procedure, deployment of a mynx vascular closure device was attempted, by an operator in training, for achievement of vascular access site hemostasis. At the end of the deployment, the operator attempted to deflate the balloon, however, due to significant resistance, was unable to complete the device withdrawal. The pt was sent to surgery where a small nick was done at the artery to allow successful withdrawal of the device. The pt tolerated the procedure well and there have been no further reports of clinical sequelae.

Manufacturer narrative:
The device was returned for eval and the lot number was provided. Excessive force during deployment could have contributed to a balloon tear which further resulted in the inability to withdrawal the device; however, based on the provided info and the investigation performed, the probable cause of the balloon tear could not be determined. A review of the lot history records did not exhibit any issue to suggest the device would have caused or contributed to the reported incident.